Manufacturer narrative:
On august 23, 2023, the mentor failure analysis lab received the device for evaluation. On august 25, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 700cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.

Event description:
It was reported that a 53-year old african american female patient underwent breast augmentation revision with two mentor memorygel breast implants and suffered bilateral breast capsular contractures (baker grade IV), post-operatively. The breast were reportedly getting really hard. As a result, the patient has been scheduled for bilateral breast implant explantation surgery on (B)(6) 2023.this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 1, 2023, mentor received additional information indicating that the patient did undergo bilateral breast implant removal and replacement surgery on (B)(6) 2023. The patient's capsular contractures were actually baker grade iii-IV. The implants were replaced bilaterally with the following: (left) 480cc mentor memorygel boost breast implant catalog: shpb480, lot: 9858689, sn: (B)(6) and (right) 480cc mentor memorygel boost breast implant catalog: shpb480, lot: 9858689, sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
On june 13, 2023, mentor received additional information indicating that the patient's date of explantation was updated to (B)(6) 2023. On june 27, 2023, mentor received another additional information indicating that the patient's date of explantation has been postponed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a.

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating that the patient's implants will be replaced with two 480cc memorygel boost smooth round high profile catalog: shpb480.